Manufacturer narrative:
On 18may2021 it was noted in a file review that section h10, evaluation results information was inadvertently omitted on the MDR 9617710-2021-00109 fu #1 submitted on 26apr2021. MDR 9617710-2021-00109 fu #2, submitted 18may2021 with the previously omitted information in section h. 10 evaluation results. The patient returned one empty blister with no suspect lens. Twenty-five sealed blisters were also received from lot # 4979940107. No visual attributes were observed. The lenses met company standards for base curve, center thickness, and diameter. The solution was also tested. The ph and conductivity were in specification. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot 4979940107 was produced under normal conditions. If any further relevant information is received, a supplemental report will be filed.

Manufacturer narrative:
Suspect product discarded.

Event description:
On 03mar2021 a representative from a contact lens retailer in (B)(6) reported a patient (pt) was diagnosed with os corneal epithelial erosion while wearing the 1-day acuvue¿ trueye¿ brand contact lens (cls). On (B)(6) 2021 the pt presented to the eye care provider (ecp) due to os eye pain which persisted after the suspect contact lens was removed. The pt was diagnosed with corneal epithelial erosion. On (B)(6) 2021 the pt returned to the ecp and advised the corneal epithelial erosion resolved. On 03mar2021 additional information was provided from the contact lens retailer. On (B)(6) 2021 the pt cleaned hands (no chemical agent was used) as usual prior to the insertion of the cls. The pt reported acute pain when inserting the suspect cls. The pt presented to an ecp who advised corneal staining os was observed. The pt was diagnosed with corneal epithelial erosion and chemical burn of the cornea os. The pt reported the suspect cls blister package gave out strange odor. On (B)(6) 2021, the pt was referred to an ecp for treatment of chemical burn of cornea os. The pt was treated with tarvid ointment, eye drops (details not indicated) and a pressure bandage after the os was rinsed out. On (B)(6) 2021 the follow-up visit, the corneal epithelial erosion was resolved. On 04mar2021 a call was placed to the pt and additional information was provided. The pt didnt notice anything unusual in the appearance of the suspect os cls. On (B)(6) 2021 the pt went to an ecp who immediately referred the pt to an ophthalmologist. The ophthalmologist diagnosed the pt with corneal epithelial erosion and corneal chemical burn os. The pt was instructed to discontinue cls wear and return for a follow-up visit on (B)(6) 2021. The pt was prescribed eye drops (name was unknown) and tarvid ointment. On (B)(6) 2021 the pt presented for follow-up visit and was advised the event had resolved. The pt was advised to discontinue cls wear. About 1 week after the (B)(6) 2021 visit, the pt returned to the referring ecp. The pt reported the ecp found no problem with the os. No instructions were given to discontinue or return to cls wear. No medication was prescribed. The pt currently has no issue with the os and is currently wearing spectacles. The pt agreed for a medical interview to be conducted with the referring ecp and the treating ophthalmologist. On 10mar2021 the pts referring ecp provided additional medical information. -on (B)(6) 2021 the pt presented as a new patient with complaint of severe os pain when inserting the suspect cls. The pt was diagnosed with corneal epithelial abrasion and severe corneal edema os; size: whole of the cornea os (edema entire part of the cornea and epithelial abrasion about 4/5 of the cornea noted); va: affected; corrected va os: 0.07. The ecp referred the pt to an ophthalmologist for treatment. The ecp provided additional information from the treating ophthalmologist: diagnosis: corneal chemical burns os; considering some kind of component might be in cls solution or attached to the pts hands. The hospital treated the pt with tarvid ointment. The pt seems to be treated with eye ointment and pressure eye patch. Unable to collect information on the diagnosis made by the hospital on (B)(6) 2021. On (B)(6) 2021 the pt returned to the referring ecp and the cornea was clean. No problem with the os. No additional medical information was provided. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot 4979940107 was produced under normal conditions. The suspect os lens was discarded. No additional investigation can be conducted. If any further relevant information is received, a supplemental report will be filed.